Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was inconclusive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; it is not the same as a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419478 lead. (B)(4).

Event description:
It was reported when the patient was admitted to the hospital the device was found to be pacing at 65 beats per minute. It was further reported that device interrogation was difficult; however, upon interrogation of the device, re-initialization was required and the device was reprogrammed. Additional information received reported the patient later died in a manner unrelated to the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.